Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported clip caught on chordae appears to be related to patient morphology/pathology. The unchanged mitral regurgitation (mr) appears to be due to the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstance. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip getting caught on the chordae, inability of the clip to be freed, and the clip subsequently being implanted on the mitral leaflets (unexpected medical intervention). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the patient had a ruptured papillary muscle and the muscle was flailing on the chords attached to the anterior mitral leaflet. The cds was advanced to the left ventricle and the clip was opened to grasping angle. It was then noted that the chordae tendineae were caught on the anterior gripper. Despite trouble shooting maneuvers, the chordae could not be freed from the gripper. However, gripper actuation remained unaffected, and the decision was made to attempt grasping the leaflets. Following independent grasping of the anterior leaflet followed by independent grasping of the posterior leaflet, the clip was able to be successfully positioned and implanted on both leaflets. Mr remained 4 but the patient was noted to have a good hemodynamic response and the procedure was considered a success by the implant team. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.